Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined location. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) level was 553 mg/dl with moderate ketones. The elevated bg was addressed by a correction injection via manual insulin therapy and changed out the pump supplies.